Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failed and displayed the message requires maintenance. The customer stated that there were no tablets stuck under the sides of the cubie lid. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer tested in hardware test application and able to recover everything, then found device was in disconnected mode causing critical override, checked speed and duplex turned off windows firewall, customer confirmed that connectivity issue was resolved by customer information technology team. The system functioned as intended after the customer resolved the issue.